Manufacturer narrative:
Event site name: a.s.z. Av : (B)(6). Event site telephone: (B)(6). Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2024 getinge became aware of an issue with one of surgical lights - volista standop 400. It was stated the paint was peeling from device. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of b5 describe event and problem, b11 investigation findings and b11 investigation conclusions deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 1st february, 2024 getinge became aware of an issue with one of surgical lights - volista standop 400. It was stated the paint was peeling from device. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 1st february, 2024 getinge became aware of an issue with one of surgical lights - volista standop 400. It was stated the paint was peeling from device. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Documented activities are part of the field actions msa-605552, then this record does not meet the customer product complaint definition and it should be cancelled previous b11 investigation findings : results pending completion of investigation///3233. Corrected b11 investigation findings : none. Previous b11 investigation conclusions : conclusion not yet available//11. Corrected b11 investigation conclusions : cause traced to component failure//4307. Initially provided information was pointing to paint peeling. The issue is considered as safety related as any particles falling off into sterile field or during procedure may cause contamination. According to additional clarification provided by the getinge employee, the initial information was incorrect. It was determined that the issue investigated herein is not safety and risk related as the defect is covered by the field action msa-605552 and it was confirmed that the involved device is part of the belgium consignee list. No apparent reason was identified for suggesting to open a CAPA or evaluation for the need of another action in the market.

Event description:
On 1st february, 2024 getinge became aware of an issue with one of surgical lights - volista standop 400. It was stated the paint was peeling from device. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Documented activities are part of the field actions msa-605552, then this record does not meet the customer product complaint definition and it should be cancelled.